Event description:
A malfunction alarm occurred, indicated by malfunction code 12. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no reported impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, and the customer was assisted in resetting it; no recurrence of the malfunction was reported, and the customer was advised to continue using the pump and to call back if any issues arose.